Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 50 bd vacutainer® ultratouch¿ push button blood collection set, blood was leaking out of the tubing and the non-patient needle. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 26-feb-2025. Investigation summary: bd received two photos and 15 samples for investigation. The customer photos depict the device packaging and a male luer assembly without a sleeve but do not reveal any defects. A total of 15 returned samples underwent functional tests, using 10 tubes per needle to assess device functionality. All samples passed the tests, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or leakage during the draw. Additionally, the samples were subjected to another set of functional tests for retraction lockout. All samples passed these tests as well, with proper activation and no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: sleeve leakage and leakage during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 50 bd vacutainer® ultratouch¿ push button blood collection set, blood was leaking out of the tubing and the non-patient needle. No patient or user impact reported.